Manufacturer narrative:
(B)(4).

Event description:
It was reported a graphic user interface (gui) printed circuit board (pcb) with thermal damage. No patient involvement reported.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to an issue with the temperature of the device. If information is provided in the future, a supplemental report will be issued.